Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm or failed battery test alarm noted during testing. The device also was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No ramping numbers on their own or scrolling bar moving anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she was receiving a button error on her insulin pump. The customer's blood glucose level was 106 mg/dl. The customer recalls trying to enter her blood glucose reading and the numbers on the pump scrolling nonstop. The customer replaced the battery and got a failed battery test and then a button error alarm. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.